Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates troubleshooting was able to recover the ipg. Furthermore, the patient was reprogrammed with effective therapy.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that following an unrelated surgical procedure on (B)(6) 2024 wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been able to resolve the issue. It was reported that the patient experienced low impedances and ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue regarding low impedances/ineffective therapy.